Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variableinfo = 3) due to broken trace on u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm and able to complete pump rewind. Customer performed self test and displacement test and both the test were passed. Customer troubleshooting was performed for insulin pump error. Customer was advised that the insulin pump required replacement, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.